Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker triggered elective replacement indicator (eri) twice. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 38 microwatts, however this device was consuming 134 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appears consistent with other devices that have had continuous average power increases. Additional information received which indicated that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered elective replacement indicator (eri) twice. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The expected power consumption was about 38 microwatts, however this device was consuming 134 microwatts. The device should be replaced and returned for detailed analysis. The malfunction appears consistent with other devices that have had continuous average power increases. Additional information received which indicated that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.